Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain at the lead site. The patient underwent a revision procedure where the ipg was tunneled over to a different location. The patient was doing well post-operatively. Additional information was received that the patient was still experiencing pain at the lead site. The patient underwent an explant procedure. Explanted devices will not be returned. The patient was doing well post-operatively.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain at the lead site. The patient underwent a revision procedure where the ipg was tunneled over to a different location. The patient was doing well post-operatively.